Event description:
It was reported that (1) lcs5 was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the surgeon attempted to use lcsc5. Immediately the surgeon got the lockout tone. The tested tip was used and the lockout sound was not occurring. This handpiece is working fine. Lockout occurred again and when co affixed the same lcsc5 shear to the handpiece and place a new lcsc5 shear onto the handpiece the instrument performed flawlessly. There was extended or time by ten minutes.